Manufacturer narrative:
Sections with additional information as of 06-apr-2026: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: lancets were returned. Unable to ship returned lancets to manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using lancets from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that when she twists the circle top of the lancet and pulls it out, the whole needle comes easily out of the plastic body part; per customer the needle is stuck inside of the circle twist top. Customer stated she does not get stuck by the needle as it is not exposed since its still inside of the twist top. Customer stated this has occurred 4 times. Per customer she started using this box of lancets on (B)(6) 2026. The customer feels well and did not report any symptoms. Customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported.